Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Per sales' initial assessment from pictures shared by the customer they noted that they believed the wall mounts came off the wall. Pictures show a mounting pole that is a third party non-natus mount as well as a wall rail and bracket. It is not clear from the description or photos where the point of failure occurred. Complaints following up with tech support for more information. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Acceptable risk associated with the complaint as per hazard ID line 6.7 in doc-023354 nicview 2 risk analysis spreadsheet, the risk is considered moderate. Severity-11 a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Install date: (B)(6) 2020. Further investigation to be carried out.

Event description:
Part nicview camera. Tech support received an email from a customer stating that a nurse sustained a head injury over the weekend from a nicview camera that fell on her. The patient was not injured however the nurse had to go to the emergency department for treatment. A questionnaire was sent to the customer for more details. Per returned questionnaire: "care giver moved the camera/arm out of the way to complete patient care, then the camera fell off the mounting pole onto the head of the care giver which resulted in a concussion."

Event description:
Part nicview camera. Tech support received an email from a customer stating that a nurse sustained a head injury over the weekend from a nicview camera that fell on her. The patient was not injured however the nurse had to go to the emergency department for treatment. A questionnaire was sent to the customer for more details. Per returned questionnaire: " care giver moved the camera/arm out of the way to complete patient care, then the camera fell off the mounting pole onto the head of the care giver which resulted in a concussion."

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The customer responses to follow-up questions indicate the issue is with the nicview arm clamp. Technical service requested the unit be sent back for investigation by engineering. Receiving confirms the arm, mount and any additional returned products were discarded in error upon return. The only item that was saved was the camera. Unable to evaluate the arm to confirm the root cause of failure. Faillure confirmed: no.